Event description:
It was reported that during a ptca procedure, the maverick 2 monorail balloon ruptured. The lesion being treated was located in the very tortuous, severely calcified, 99% stenosed right coronary artery (rca). The physician initially treated the lesion with rotational atherectomy. The balloon rupture occurred at 16 atms during the first inflation. The procedure was successfully completed with a quantum maverick balloon. There were no reported pt complications. Pt status listed as "good".